Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin. There was no reported impact to the user's blood glucose level. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the event.